Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with the drain fitting leaking and tank cover cracked, faulty printed circuit board (pcb) and not calibrating properly. During analysis, the reported problem was duplicated. It was noted that the drain fitting was faulty and leaked water from the tank and was the cause of the reported issue. Service replaced the drain fitting to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be faulty drain fitting.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was noted to be leaking. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.